Event description:
Complainant alleged that while a male emt (age unknown) was conducting a 100 joule self test on the device, the user received an unintended delivery of energy. The emt reported a "moderate tingle of electricity" in the left hand and arm. The complainant indicated that the shock originated from where the defibrillator tester connects to the multi-function cable. The complainant indicated that there was no adverse effect to the emt as a result of the reported malfunction. There was no pt involvement in the event.